Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing detached at the quick release. The patient observed that the insulin came out of the tubing about 2 days after the set was changed. The problem occurred with one set. No further information available.